Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the staple line was incomplete. There was a loading problem, loaders have given during the bronchial mechanical suture. They use another 2 devices to fix the staple line. There was no patient outcome reported.